Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged short of breath, respiratory infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2023 that patient alleged sneezing, coughing and runny nose. The patient received new relevant history that the patient diagnosed with breast cancer with radiation treatment and also hospitalized section b5, b7 g3, h1, h2, h6 updated / corrected.